Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. Sample material was not available for further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the elecsys toxo igm immunoassay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a toxo igm value of 10.49 coi (reactive). The sample was repeated on (B)(6) 2019, resulting with a value of 12.13 coi (reactive). The sample was repeated twice on a mini vidas analyzer, each time resulting with a value of "non-reactive". The sample was also repeated using a "clia" method, resulting with a value of "non-reactive". The e 602 analyzer serial number is (B)(4).